Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was returned and analyzed; the outer insulation was found breached. Blood/body fluid observed on the proximal conductor.